Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00586. D10 medical devices: femur cemented standard left size 5 catalog#: 42504605801 lot#: 64900915. Tibia fixed cemented left size d catalog#: 42542006701 lot#: 64679147. Stem extension 6mm offset splined uncemented 11 mm diameter +135 mm length catalog#: 42560613511 lot#: 64882941. Tibial central cone size fixed tibia catalog#: 42545000508 lot#: 64815918. Stem extension tapered cemented 14 mm diameter +75 mm length catalog#: 42560007514 lot#: 65265647. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision approximately one year post-implantation due to stiffness. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for these items and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.